Manufacturer narrative:
Received a series of photos of the packaging and the affected sample. The photo of the sample circled non-ICU medical products. No conclusions could be made from the photo. The reported complaint of a leak could not be confirmed from the photo provided. Without the return of the sample a comprehensive test cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in h6 component codes.

Event description:
The event involved a 60" (152 cm) appx 1.7ml smallbore ext set w/clamp, luer lock where it was reported that the tubing was leaking at the connection hub during albumin infusion. The patient did not receive the full albumin infusion and had to be re-dosed. They are connecting the tubing directly to the peripheral intravenous (piv) catheter. The event occurred multiple times with different patients. There was patient involvement and unknown adverse events.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion.